Event description:
It was reported that a biwire nitinol hydrophilic wire guide's coating separated during a percutaneous nephrolithotomy (pcnl) procedure performed on a female patient with a partial staghorn renal stone. The operator noted the coating stripped off, presumed to have occurred due to contact with the bevel of a chiba needle. Attempts to retrieve the fragment were unsuccessful, and it remained within the "pcnl access channel". After an internal inspection of the kidney, no visible fragments of plastic material. Imaging using image intensification (ii) confirmed the presence of the retained plastic fragment, which has remained stable in position and has not moved since the time of the incident. Additional information has been requested but is currently unavailable.

Manufacturer narrative:
E1 - phone number: (B)(6). H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.